Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that two wallflex biliary stents was attempted to be implanted during a procedure performed on (B)(6) 2026. During procedure, the first stent was attempted to be deployed however the stent broke. Due to this, it was not possible to place the stent. In order to resolve this, the physician had to remove the first stent and attempted to implant a second wallflex stent. When the second stent was attempted to be deployed, the stent never opened and it remained stuck in the sheath. The stent was then again removed. It was unknown on how the procedure was completed. There were no patient complications reported as a result of this event.